Manufacturer narrative:
This report is resubmission made on (B)(6) 2020 on request by FDA. The original report from (B)(6) 2016. The reason for the resubmission is that the report submitted (B)(6) 2016 had check marks in both "initial" and "follow-up" in. Only a check mark in "initial" should apply. This resubmission is done upon request by FDA to change to only have a check mark in "initial". This report is a combined initial and final report. To prevent errors the original report from (B)(6) 2016.

Event description:
This report is resubmission made on (B)(6) 2020 on request by FDA. The original report from (B)(6) 2016. The reason for the resubmission is that the report submitted (B)(6) 2016 had check marks in both "initial" and "follow-up". Only a check mark in "initial" should apply. This resubmission is done upon request by FDA to change to only have a check mark in "initial". This report is a combined initial and final report. To prevent errors the original report from (B)(6) 2016.